Event description:
It was reported that catheter entrapment on guidewire occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon was stuck on a 0.014 non-boston scientific guidewire. The balloon could not be removed from the wire once outside the patient and had to used wire cutter to cut off the wire. The procedure was completed with another balloon catheter and no patient complications were reported.

Event description:
It was reported that catheter entrapment on guidewire occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon was stuck on a 0.014 non-boston scientific guidewire. The balloon could not be removed from the wire once outside the patient and had to used wire cutter to cut off the wire. The procedure was completed with another balloon catheter and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter and a non-bsc guidewire. The device was visually and microscopically examined. A stopcock was attached to the device upon return, with a non-bsc guidewire froze within the lumen of the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The folds of the balloon were present, but they appear manipulated loose with no sign of inflation. At 10.8cm from the tip running proximal for a length of 3mm, the inflation lumen and guidewire lumen were buckled. At 6.4cm from the tip running proximal for a length of 1mm, the inflation lumen and guidewire lumen were buckled. At 2mm from the tip of the device, the distal waist of the balloon was detached, and at 15mm from the tip, the proximal waist of the balloon was detached. The movement of the detached balloon over the shaft was approximately 8cm from the tip of the device which indicates force of the device likely due to an attempt to remove the wire or an attempt to further advance the device during use. For a length of 24mm proximal to the tip of the device, the guidewire lumen was severely buckled, and the tip of the device was damaged. A laser micrometer was used to measure the outer diameter of the non-bsc guidewire returned within the balloon catheter. The exposed and undamaged portion of the wire was 0.0135 inch which is of compatible with the emerge. There is no visible sign of tampering or cutting of the wire. Product analysis confirmed the reported event as there was no movement of the returned wire within the device. There was also a balloon detachment, tip damage, buckling of the guidewire lumen and inflation lumen.